Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that they were having issues charging their implant and the issue began thursday night. Patient stated that there's no error message but the controller would not advance past looking for device. Patient noted that they reset the controller but the issue did not resolve. Agent had patient resetting the controller. Patient confirmed no visible damage to the controller battery compartment, battery pack, and controller port. Patient stated that with the recharger cable that goes from paddle to the relay box has a ripple on one side as if it was melted due to being hot, patient thinks this is causing the disconnection. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), ubd:. UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back stating they got a new controller last week and then they got a new rtm. With the new equipment their ins could not charge for they would get stuck on the screen checking the recharger. The rtm was not making a clicking noise either like it use to. Now their ins battery was dead. Pt noted they had nothing but problems with the medtronic devices and they had to get their ins replaced before since it was doing the same of getting stuck checking the recharger and that it stop charging. Agent closed case. Patient (pt) reported that he received the second controller replacement with the li battery. Pt stated now the newest controller will not connect to the ins unless the rtm cord is connected. Pss (patient service agent) suggested pt contact the local field rep (representative) and have them un-pair and then re -pair the controller to the ins to resolve the connection issue. Pt stated he will call his rep.

Manufacturer narrative:
H3: analysis of the [recharger], model [97755-s], s/n (B)(6), revealed white arrow is rubbing off, this does not impact the fu nctionality of the recharger and passed final functional test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.